Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a calcode issue with the onetouch ultra2 meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient stated that the reported issue began on november 7, 2008 at an unspecified time. During that time, he reportedly had difficulty changing the code on the meter. The patient reportedly was guessing on the novolog insulin level for sliding scale after the reported issue began and he had been taking the shots. The patient stated that on the same day, right after the reported issue began, he felt "shaky, wobbly, weak and felt low" (time not specified). During the reported symptoms, he reportedly could not test on the subject meter since it was not working. The previous readings prior to the reported issue are not known. The patient did not receive/require any medical intervention. The patient was not tested on any other meter. At the time of call, it was noted that the patient's grandchild resolved the reported issue. Replacement products were sent to the customer. There is no evidence that the subject meter malfunctioned since the reported issue was resolved. Based on the information provided, this complaint is being reported since the patient reportedly experienced symptoms, which could be suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.